Event description:
A customer contacted baxter's technical service center regarding a drain line with a long cut. The cut was noted during drain 1. The home patient saw the drain line to the bathroom was leaking fluid. The cassette package was undamaged. The technical service representative (tsr) assisted the home patient to end the therapy. The home patient discarded the supplies and put on a new set up. There was no patient injury or medical intervention associated with this event, per the home patient's nurse.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 16, 2007.